Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that in situ testing showed 4 electrode channels with status hi. An accident or trauma is known. Diagnostic imaging showed normal electrode position.

Manufacturer narrative:
Conclusion: based on the device investigation results and information from the field, the experienced problems might be device unrelated and possibly attributable to the reported trauma or to some cochlea conditions. The device is working within normal limits during investigation. During re-implantation surgery the surgeon could only achieve a partial insertion of the electrode array on the concerned side. The patient was re-implanted on the contralateral side with no complications.

Event description:
It was reported that in-situ testing showed 4 electrode channels with status hi. An accident or trauma is known. Diagnostic imaging showed normal electrode position. The patient has been explanted.